Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. A lot number was not provided. Therefore, a batch review could not be performed. Should the device and/or any additional information become available, a follow-up report will be submitted. Additional information: this product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report of an infusor that stopped delivering during patient therapy. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.